Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had high glucose value. Manufacturer contacted customer within 24 hours for knowing customer's condition;customer informed went to the hospital via ems on (B)(6) 2016. Customer was diagnosed with hyperglycemia episode and was administered an IV with insulin. Customer was expected to be released later that day. Follow up phone calls was made on (B)(6) 2016; customer feel better and asymptomatic; the customer is satisfied with the new product replacement reading that resolved the initial concern. Additional information: manufacturer contacted customer on 09/22/2016 to confirm some conflicting information the (B)(4) customer care team had received from numerous calls with her. She informed that she called regarding unexpected high blood glucose results, and for help setting up the date/time of the meter which were recorded by the customer care team. A follow-up call was made in order to get additional information regarding hospitalization. Initially, the customer said the hospitalization was for high blood sugar, but had very few details about her care during that hospitalization. Customer was called to verify what the reason was, and find out some additional information. Customer was adamant that it was for high blood pressure of 193/(unsure of bottom number). Customer said she was given an IV for this, but didn't know what kind of medications she was given. She insists they did not measure her blood sugar, which she was surprised about. She did tell them she was diabetic. On her original call she said they gave her insulin in the IV, but when I questioned her regarding this, she said she did not know if they gave her insulin or any other medications. She said that "whatever was in the IV brought my blood pressure down."

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 128 to 150 mg/dl. The customer reports symptoms of confusion and increased thirst. Customer advised to seek ems or contact the physician. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 240 and 195 mg/dl using true metrix pro meter. The test strip lot manufacturer's expiration date is 10/29/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had high glucose value. Manufacturer contacted customer within 24 hours for knowing customer's condition; customer informed went to the hospital via ems on (B)(6) 2016. Customer was diagnosed with hyperglycemia episode and was administered an IV with insulin. Customer was expected to be released later that day. Follow up phone calls was made on 9/2/2016; customer feel better and asymptomatic; the customer is satisfied with the new product replacement reading that resolved the initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 128 to 150 mg/dl. The customer reports symptoms of confusion and increased thirst. Customer advised to seek ems or contact the physician. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 240 and 195 mg/dl using true metrix pro meter. The test strip lot manufacturer's expiration date is 10/29/2017 and open vial date is 08/30/2016. The meter memory was reviewed for previous test result history (date / time not set): 217mg/dl (B)(6) 2016 07:00 am fasting: yes; 187mg/dl (B)(6) 2016 03:55 am fasting: yes; 285mg/dl (B)(6) 2016 10:42 pm fasting: yes; 254mg/dl (B)(6) 2016 10:04 pm fasting: yes; 222mg/dl (B)(6) 2016 07:39 pm fasting: yes.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer within 24 hours for knowing customer's condition;customer informed went to the hospital via ems on 08/31/2016. Customer was diagnosed with hyperglycemia episode and was administered an IV with insulin. Customer was expected to be released later that day. Follow up phone calls was made on 9/2/2016; customer feel better and asymptomatic; the customer is satisfied with the new product replacement reading that resolved the initial concern. (B)(4). Additional information: manufacturer contacted customer on 09/22/2016 to confirm some conflicting information the trividia health customer care team had received from numerous calls with her. She informed that she called regarding unexpected high blood glucose results, and for help setting up the date/time of the meter which were recorded by the customer care team. A follow-up call was made in order to get additional information regarding hospitalization. Initially the customer said the hospitalization was for high blood sugar, but had very few details about her care during that hospitalization. Customer was called to verify what the reason was, and find out some additional information. Customer was adamant that it was for high blood pressure of 193/(unsure of bottom number). Customer said she was given an IV for this, but didn't know what kind of medications she was given. She insists they did not measure her blood sugar, which she was surprised about. She did tell them she was diabetic. On her original call she said they gave her insulin in the IV, but when I questioned her regarding this, she said she did not know if they gave her insulin or any other medications. She said that "whatever was in the IV brought my blood pressure down".

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 128 to 150 mg/dl. The customer reports symptoms of confusion and increased thirst. Customer advised to seek ems or contact the physician. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 240 and 195 mg/dl using true metrix pro meter. The test strip lot manufacturer's expiration date is 10/29/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): the 217mg/dl (B)(6) 2016 07:00 am fasting: yes. The 187mg/dl (B)(6) 2016 03:55 am fasting: yes. The 285mg/dl (B)(6) 2016 10:42 pm fasting: yes. The 254mg/dl (B)(6) 2016 10:04 pm fasting: yes. The 222mg/dl (B)(6) 2016 07:39 pm fasting: yes.